Manufacturer narrative:
Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to dissection, renal failure.

Event description:
Additional information about the patient was obtained: no reintervention for the type b dissection was performed. On an unknown date after the procedure, the patient developed renal failure due to the type b dissection, and was treated with dialysis. On an unknown date after the procedure, the patient developed pneumonia. He was treated with antibiotic medication. On an unknown date, the patient developed stevens johnson syndrome due to the antibiotic administered to the pneumonia treatment on unknown date. On an unknown date, the patient developed gastrointestinal hemorrhage. The dialysis treatment for the renal failture was discontinued. On (B)(6) 2016, the patient expired.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore&#59397;excluder&#59393;aaa endoprostheses. A trunk ipsilateral leg component (rlt261418j/14031497) was implanted below the lowest renal artery, and two aortic extender components (pla260300j/14277511 and pla260300j/14149702) were added to extend the proximal neck. Then an iliac extender component (pxl161407j/11410596) was implanted to extend the ipsilateral leg distally into the left common iliac artery. Angiography showed a distal type I endoleak from the pxl161407j. Additional ballooning was performed to treat the endoleak. Subsequent angiography showed a dissection at the proximal edge of the most proximal aortic extender component (pla260300j/14277511). Another aortic extender component (pla260300j/14207863) was added to treat the dissection. Final angiography showed the exclusion of the aneurysm and the dissection. The patient tolerated the procedure. On (B)(6) 2015, the patient presented with dysuria and back pain. CT images showed a development of a retrograde type b dissection up to the left subclavian artery. Also weak pulse was observed in the lower extremities. Additional procedure is being planned. The physician reportedly suspected that ballooning at the proximal edge of the pla260300j/14207863 may have caused the dissection. A non-gore manufactured balloon was used in the procedure.